Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Boston scientific crm received information via a latitude red alert that this right ventricular (rv) lead displayed shocking impedances of <20 ohms. A technical services (ts) consultant recommended doing isometrics and pocket manipulation while monitoring the high voltage electrogram. Ts also suggested performing serial lead impedance tests and a sedated max energy shock to verify lead integrity. Additional information from the local field representative (fr) indicated that isometrics were performed which yielded a tiny amount of noise on the high voltage channel. No noise was noted on the pace/sense channel. A request for additional information has been made. No adverse patient effects were reported. Additional information from the fr indicated that a high energy shock test to evaluate the system has been scheduled for some time in the future.